Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2314 is being used to capture the reportable event of fistula. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of inflammation. Block h11: block h6 (patient codes and impact codes) were corrected.

Event description:
It was reported that a patient who underwent a spaceoar placement experienced complications after radiation therapy, including frequent bowel movements and difficulty sitting. Following computerized tomography (CT) and magnetic resonance imaging (MRI) scans, an abscess formation centered on the spacer and enteritis throughout the rectum were confirmed. A colonoscopy revealed a fistula on the anterior rectal wall. The patient received antibiotic treatment to address these issue.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Patient code e2314 is being used to capture the reportable event of fistula. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e2326 is being used to capture the reportable event of inflammation.

Event description:
It was reported that a patient who underwent a spaceoar placement experienced complications after radiation therapy, including frequent bowel movements and difficulty sitting. Following computerized tomography (CT) and magnetic resonance imaging (MRI) scans, an abscess formation centered on the spacer and enteritis throughout the rectum were confirmed. A colonoscopy revealed a fistula on the anterior rectal wall. The patient received antibiotic treatment to address these issue.